Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Customer stated that she tested sunday morning and obtained a reading of 118mg/dl fasting. Customer had coffee and went to church which lasted an hour. Customer did not state where she consumed her blood sugar medication prior to going to church. Customer stated at church she started feeling "crazy, she could not see, and she was yelling". There was a nurse who provided her with an orange. Emt arrived shortly, took her blood sugar, and her reading was 28mg/dl non-fasting. Customer was given glucose and transported to the hospital where she had blood work done. Customer's a1c was 4.1%. Customer was given IV glucose but stated that her blood sugar remained low. Customer was released from the hospital on (B)(6) 2019 and was order to discontinue her diabetic medication. Customer refused to continue with the call and that she was going to call her doctor to order a new meter.